Event description:
It was reported that an unspecified elastomeric underinfused during infusion. The expected and actual infusion times were unspecified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, h6(update codes), h11. B5: it was further informed that the number of the affected quantity was one (1). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.